Manufacturer narrative:
The insulin pump passed the functional tests. The motor passed motor test. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer was receiving a motor error alarm on the insulin pump when the reservoir was empty. The customer's blood glucose was 220 mg/dl. He also stated the insulin pump was squirting out insulin. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)